Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the charging takes a lot of time. The ins was heating during the charge and also outside the charge period. The battery depleted very fast which was faster than before. Everything was fine before may, the patient had 6-8 black squares with no heat. There were no external contributing factors but the patient has lost 20kg in 3 years. There has been no patient fall or accident. Another charger was tried but the issue was still the same, and no better coupling (4-8). The impedances were good. The stimulation was well felt and continued to provide good relief. No actions were taken. The ins could be felt under the skin. The hcp was asked to take x-rays to check the position of the ins. The cause was unknown. The event was not resolved.